Manufacturer narrative:
H.10. The pump and the board were returned for further evaluation. During the evaluation, the reported issue could be reproduced. It was identified that the pump electronics and the resistors of the boards were defective. This led to the reported malfunction.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective patient pump. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on patient side during in-service. There was no patient involvement.

Manufacturer narrative:
A livanova representative replaced the defective patient pump and distribution board to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The board and the pump were requested back to livanova deutschland for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial.